Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set leaked. The care giver had set up therapy and let the set prime, and left the room. After some time, they returned to the room and noticed the homechoice had advanced into fill one and the patient line extension was leaking on the floor. The care giver then connected the patient to receive the fill. The care giver did not remember pressing go to start therapy. The technical service representative explained that the care giver should have started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.